Event description:
It was reported that a basal/bolus infusor underinfused. This occurred during patient infusion with saline and morphine. The reporter stated that the total fill volume of the drug solution and the actual flow rate are unknown. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Functional flow rate testing determined that the device flowed within specification. The evaluation of the sample could not confirm the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.